Event description:
It was reported that the system was explanted due to infection. Patient was discharged home with a life vest.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.